Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Reportedly, the customer went to the emergency room and was subsequently hospitalized due to a low blood glucose (bg) level (value was not provided). Customer¿s bg was treated intravenously with unspecified fluids. The customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support (cts) educated the customer to not be connected to the pump during the fill tubing process. The customer declined further troubleshooting with cts.